Event description:
The following has been reported: customer reported: today we had a primary tubing leaking from the hub under the pump. Customer started the IV and had it free flowing and the family noticed it was dripping on the floor. Luckily it was with the saline flush because the patient received chemotherapy today. Customer saved the tubing. A preliminary review identified the following issue: administration set leak (external part). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to 1) leak in cassette: misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) leak in cassette: an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, 3) leak in the tube connection: lack of solvent application during the manufacturing process. The operator did not perform the joining operation correctly, which resulted in the primary line leaking from the cassette port. However, without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. A batch review could not be performed as the affected lot was not provided by the customer.